Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, felt that their implants were deflated. It was also reported that there was possible bilateral leakage, wrinkling and capsular contracture with unknown baker grade. As a result, the patient was scheduled for removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient was hispanic and that the capsular contracture baker grade was iii bilaterally. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device and white material was observed on the shell surface. During initial evaluation the device appeared intact . Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Deflation complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this time is not possible to determine the origin of the white material observed on the received device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of capsular contracture was also reported. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).